Event description:
It was reported that white lumen of the vip catheter became detached during use. It was further reported that blood was coming out of the port. Eventually, it was sealed with sterile bone wax and shut it off.

Manufacturer narrative:
Device was not returned for evaluation.